Manufacturer narrative:
In a meeting with the surgeon, he indicated that he sees no relationship between percival valve implantation and post-implant conduction disorders. No specific information about the event in question was provided. Two subsequent attempts were made to obtain additional details about this event, but no further information was received. The serial number remains unknown, and the device was not received for analysis, therefore no investigation is possible. However, based on the physician's medical judgement, there is no link between the reported event and the device, and no investigation is warranted. According to the physician's medical judgement, there is no link between the reported event and the device. The event is therefore considered to be not valve-related based on the available information. Should additional information be received in the future, the case will be reassessed and appropriate investigative action will be taken. Device not returned.

Manufacturer narrative:
This report refers to the first of two adverse events identified from the following academic paper : ann thorac surg. 2018 feb 2. Pii: s0003-4975(18)30084-5. Doi: 10.1016/j.athoracsur.2017.12.044. [Epub ahead of print] increased gradients after aortic valve replacement with the perceval valve: the role of oversizing. Device disposition presently unknown.

Event description:
The manufacturer was notified of an event via a publication titled "increased gradients after aortic valve replacement with the perceval valve: the role of oversizing". It was reported that a patient underwent an avr and a perceval valve was implanted. On postoperative day 14, the patient developed 3rd degree av block and underwent emergency pacemaker implant at another institution. The post-procedure course was reportedly complicated, and the patient died on day 45, apparently from procedure-related complications.